Event description:
The complainant reported an over-delivery. The calculated delivery volume was 38 ml at a rate of 76 ml/hour for a 30 minute test; however, the actual delivery volume was 60 ml.

Manufacturer narrative:
(B)(4). Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Manufacturer narrative:
(B)(4). The testing and investigation results did not confirm the complaint of over-delivery. The pump delivered at +5.3% accuracy, which is within specification